Event description:
Implant failed to osseo-integrate in the patient's mouth, and had to be removed. (Non-integration).

Event description:
Implant failed to osseo-integrate in the patient's mouth, and had to be removed. (Non-integration)